Event description:
Affiliate reported that there was a leak in one of the system connections. It was a potential infection risk; however, there was no damage to the patient. As a result the system was changed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a small leak was noted. It appears the tubing has come slightly away from the glued connector. Although it is not possible to determine the root cause for the problem reported by the customer, it is possible the tubing has been pulled. This however could not be confirmed. The current quality inspection for these assemblies is established at 100% testing for leaks and blockages. A review of the history device records was not possible since the lot number provided is not valid. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.